Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will not pass the high flow rate test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the customer indicated the high flow rate test performed was at 800 ml/hr with a volume to be infused (vtbi) of 200ml. Correction: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of the until will not pass the high flow test was later clarified by the customer that the device was failing flow rate at 800 ml/hr. The device was inadvertently not evaluated at the customer reported rate of 800 ml/hr and therefore did not receive the full evaluation. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.